Manufacturer narrative:
Service history review: lot 004464 - a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2012, (B)(4) 2013 for motor failure. The customer called in a service request for this item on (B)(4) 2015 and reported that the device is inoperable as the handpiece won't turn off. The previous service conditions of ¿motor failure¿ are relevant to the current complained issue of ¿handpiece won't turn off.¿ the manufacture date of this item is december 9, 2011. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the device was running continuously. The repair technician reported the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the motor of a hand piece for battery powered driver runs continuously. The issue was discovered outside of the operating room and did not have any patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional product codes for this report include gxl. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.